Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced a pericardial effusion and a drop in blood pressure. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. After the transseptal puncture and pre-mapping were completed the farawave catheter was introduced into the left atrium (la) and exited the faradrive sheath immediately into the left atrial appendage (laa). The catheter was then maneuvered to the left superior pulmonary vein (lspv) when a drop in blood pressure occurred, and a pericardial effusion was confirmed. It was highly suspected by the physician that the laa was perforated, but this was not explicitly confirmed. A pericardiocentesis was performed. The procedure had to be cancelled due to the complications and the patient's hospitalization was prolonged. The patient did well and was discharged from the hospital three days later. The device is not expected to be returned for analysis due to disposal.